Manufacturer narrative:
Philips service reseated the connections and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that live output was missing on the flexvision monitor while other screens were functional on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.